Manufacturer narrative:
One 7209498 45 degree left arthropierce device used for treatment was not returned for evaluation. This is a reusable demo instrument. Proper use includes use as well as washing/sterilizing methods. The device should have periodic maintenance to care for articulating components, distal tip and proper scissor action function components. Complaint history review found other reports for this code.

Event description:
It was reported that during the procedure and using the tweezers it broke inside the patient. The doctor need to use the accu-pass and the pieces were removed. No delay and a back up was available to complete the procedure. No patient injury was reported.